Manufacturer narrative:
Device 6 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. Patient complained about nine infusion sets that fell off during use. Event took place on 24-may-2024 and 25-june-2024. The infusion sets were in use for one day. Patient replaced infusion sets foe all the events and resumed insulin successfully. No further information available.